Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and motor error. Customer's blood glucose level was 150 mg/dl. Customer reports they were able to clear the alarm. Customer states they able to rewind the insulin pump. Customer stated motor error unable to clear. Customer also stated insulin pump had no delivery alerts. The insulin pump will be returned for analysis.